Event description:
Related manufacturer reference number: 1627487-2022-02631, and 1627487-2022-02632. It was reported that the patient experienced erosion at the ipg site. Additionally, an infection was noted. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg and extensions were explanted to address the infection. The infection was treated with antibiotics. Reportedly, the infection has resolved and the patient was reimplanted.

Manufacturer narrative:
Date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Corrected data: g3 (date received by manufacturer) - has been corrected to 10dec2021 from 19apr2022.